Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Bioprosthetic valves are known to have a limited life span as the surgical prosthesis is prone to structural valve degeneration (svd) due to a gradual, multi-year process of calcification of the leaflets resulting from the pre-existing disease process. It may present as regurgitation and/or stenosis. This is an expected and foreseeable result in valves that have been implanted long term. Svd is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation and/or stenosis. The reported event cannot be confirmed since the device is not available for evaluation. However, this event most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported a patient implanted with a 27mm 2700 aortic valve for 15 years, underwent a valve-in-valve procedure due to aortic stenosis and regurgitation. A tavr was performed with a 26mm 9600tfx valve. No other details provided.